Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had an infection around the implant site. The patient underwent an explant procedure.

Event description:
It was reported that patient had an infection around the implant site. The patient underwent an explant procedure. Additional information was received that patient had redness around implant area. It was noted that patient was placed under antibiotics. The patients devices were all explanted and will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 7070682.